Manufacturer narrative:
Device evaluated by MFR: device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The device was attached to an inflation device, subjected to positive pressure and liquid was observed to be leaking from a pinhole over the distal edge of the proximal markerband. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. No other issues were noted during product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. A 10/3.00 flextome¿ cutting balloon¿ was used for pre dilatation. During the procedure, the balloon ruptured. No device fragments remained inside the patient. The procedure was completed with a different device. No patient complications reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a balloon rupture occurred. A 10/3.00 flextome¿ cutting balloon¿ was used for pre dilatation. During the procedure, the balloon ruptured. No device fragments remained inside the patient. The procedure was completed with a different device. No patient complications reported and the patient's status was good.